Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5404288, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 5404288. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5404288 was manufactured according to the work instruction (wi) version 73 and manufactured in the multivac 12 on 13-oct-2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance nc (B)(4) was opened during sterilization process. Sterilization parametric report states that parameter no. 34 was out of specification for heating aeration. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5404288, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 5404288. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5404288 was manufactured according to the work instruction (wi) version 73 and manufactured in the multivac 12 on 13-oct-2022, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 1586475 was opened during sterilization process. Sterilization parametric report states that parameter no. 34 was out of specification for heating aeration. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during sterilization process no related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis and high blood glucose levels. The high blood glucose levels occurred because patient's infusion set came off from body which was not noticed by her. The blood glucose level was above 700 mg/dl at the time of event and patient was treated with intravenous insulin drips. The trace ketones were found to be positive. Patient also experienced symptoms like confusion, sick/unwell and tired/weak and stayed in the hospital for more than twenty-four hours. No further information available.